Event description:
The customer reported the image of the laparo-thoraco videoscope had noise during the procedure. The issue stopped halfway through the procedure and the customer noted the video connector connection may be burnt out. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy due to a damaged objective lens. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the electrical contact of the video connector was corroded, there was image noise due to a damaged charged coupled device (ccd) unit, the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and a foggy image and black dots on the image occurred due to damage on the ccd unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation of the device and the damaged objective lens was likely due to stress of repeated use, external factors, or handling, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.